Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button and touchscreen was intermittently unresponsive to presses. In addition, it was reported that the pump charged slowly. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.